Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling balloon catheter, tightly folded. Microscopic inspection found a hole in the inner and outer, 19cm from the tip of the device. The material of the inner and the outer is flared outward, suggesting that the puncture originated from the inside of the inner towards the outside of the device. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. Microscopic inspection found no irregularities or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a hole in the device. A 3.0x220x150 sterling balloon catheter was selected to dilate the lesion. When the balloon was loaded into the guide wire, a hole in the device was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a hole in the device. A 3.0x220x150 sterling¿ balloon catheter was selected to dilate the lesion. When the balloon was loaded into the guide wire, a hole in the device was noted. The procedure was completed with another of the same device. No patient complications were reported.